Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, the issue was caused by failure of the sdi cable. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the evis exera iii video system center is unable to display image after a new video card was installed to the gmed. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac discovered that the cable was set up with serial digital interface (sdi) out to sdi in. The sdi cable was plugged into the nds monitor and there was no image. The customer found another sdi cable that provided an image to the monitor. The customer connected the cable to the gmed and an image was displayed through the software. The issue was resolved and no device will be sent for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.